Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of novum iq large volume pumps were difficult to modify. During a potassium infusion the clinician ¿can¿t adjust volume for priming.¿ the events occurred in the critical care unit. The event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.